Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found ot of spec in relation to the reported symptom will not auto restart after an alarm, which was reproduced. Eval found the downstream current reading and pressure plate gap to be out of spec, which can cause false downstream occlusion alarms. A device with a false downstream occlusion alarm will not auto-restart. The failed downstream tubing guide was replaced and the device was calibrated to ensure proper function.

Event description:
It was reported that a spectrum pump did not "auto restart after an alarm is triggered." It was reported there was no pt injury.